Event description:
On (B)(6) 2011, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, f/u imaging identified a possible infection. It was reported the cause of the infection is unk. The same day, an open procedure was performed whereby the gore excluder aaa endoprostheses were explanted, and the aneurysm was repaired surgically. The devices were explanted with no issue, and the pt tolerated the procedure.

Manufacturer narrative:
Result - the reviews of the mfg and sterilization paperwork verified that these lots met all pre-release specs. Conclusion - the root cause of the infection is unk. Add'l device implanted and involved in this event: rmt231414/8486893.